Manufacturer narrative:
Over/under correction & secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. The lens was exchanged for a different power lens and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris on the lens in a microcentrifuge vial. Visual inspection found fibre on the lens but no visible damages to the lens. Dimensional inspections found the lens to be within specifications. Functional inspection failed. H6: type of investigation 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim: (B)(4).